Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-hcv ii assay on a cobas e 801 analytical unit. The initial result was 22.3 coi (positive). The patient questioned the initial result. On (B)(6) 2026: the elecsys anti-hcv ii result was 26.0 coi (positive). It is unclear if a new sample was drawn and tested or if the original sample was repeated. A question was asked for clarification, but no answer was provided. Hcv rna (tianlong, gentier 96e) test result: < 50 iu/ml (negative). Abbott ahcv result: 0.07 s/co (tested at another hospital and interpreted as negative).

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The calibration and qc were acceptable. The visual check of the sample showed no visible clots. Per the labeled specificity claim of the assay: single false positive results can occur with the elecsys anti-hcv ii assay. The product labeling states: "reactive: all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay." The product labeling also states: "repeatedly reactive: confirmation via supplemental methods (e.g. Immunoblot or detection of hcv rna). If one or both measurements remain borderline the analysis of a follow-up sample is recommended." The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys ahcv ii assay performs within specifications. The cause of the event could not be determined.